Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of c2 metastatic spinal tumor. It was reported that intra-op , at the final tightening after setting rod crosslink, the screw stripped. The crosslink did not come off, so it was tightened manually and tightening was performed. It was set with a slight shift, but at the time of final tightening, it stripped at both sides and the center. Even though the driver was changed it stripped similarly. There is no fragment of the implant or instrument remaining in the patient. There is no delay in overall procedure time.